Manufacturer narrative:
(B)(4). Device manufacture date: 03/13/2015-03/16/2015. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow testing revealed that the sample stopped allowing flow after being primed. Microscopic inspection revealed the direct cause of the no flow condition was due to micro air bubbles blocking the fluid path inside the lumen of the glass capillary. The reported condition was verified. The cause of the bubbles was not determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The device had been filled with 40ml fluorouracil in 45ml 5% glucose solution. The reporter stated that after therapy, approximately 30% of the solution remained in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.